Manufacturer narrative:
H3,h6: the reported device, intended for use in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection of the returned instrument shows no manufacturing abnormalities. The block connector has bent pins. A functional evaluation could not be conducted due to the connector having bent pins. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, the wand did not work after connecting it to quantum machine. The controller did indicate that the wand was activated with an audible tone. It is unknown if the event occurred during surgery or if there was a delay. It is unknown what procedure was being performed or if there was a backup device available. No patient injury reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.